Event description:
A surgeon was repairing a femoral fracture and while inserting the trochanteric fixation nail the coupling screw broke beneath the collar and the handle of the inserter broke. The procedure was successfully completed. No additional information is available. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The DHR was reviewed and rework was found on p/n 357.372.1 lot #5630475 for residue in ID. The parts were reworked to remove the residue, inspected 100% and passed. This nonconformance is not relevant to this complaint because the issue is visual. No other issues were found during manufacture that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
Product development event evaluation: the coupling screw (357.377, lot # 5595910) was manufactured 2/08. The knurled knob on the head of the device has separated from the shaft at the knob shaft intersection and contains extensive hammer blow marks from significant use. The helical blade inserter and the coupling screw are intended for use in combination with the tfn companion aiming construct for the precise implantation placement of 11mm helical blades. Both returned devices have sustained over 5 years of use and show significant hammer blow marks. The repeated hammering of the devices has caused the complaint condition. Technique guide details proper care, use and routine cleaning and inspection of instruments that should be followed. Drawing 357_372 was reviewed and determined to be suitable for the design and relative dimensional conformity for this device. The method of use and age of this instrument has led to this complaint rather than any design deficiencies. The design of the instruments is determined to be suitable for its intended use and the complaint is invalid from a design perspective.

Manufacturer narrative:
Manufacturing evaluation: one helical blade inserter was returned for evaluation. The returned instrument is damaged and worn from use in the field. The locking screw is broken off from the alignment indicator and was not returned. The alignment indicator also has deep dents on the surface and the in area where the locking screw was is crushed. The alignment indicator is not able to be removed from the shaft due to the damage noted. Because of the damaged condition and the portion of the locking screw that broke off was not returned for evaluation, this complaint is indeterminate.